Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast noted during testing. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump rejected new batteries, display had rainbow effect and had unexplained no delivery alarm. The customer blood glucose level of was 73 mg/dl. The customer was assisted with the troubleshooting. The customer stated that they were able to clear the alarm. Customer stated that they were not able to rewind the pump. The insulin pump will be returned for the analysis.